Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: date: on (B)(6)2024, name: (B)(6) the allegation in this complaint was confirmed to be a complaint. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a potentially reportable event. This record contains information on patient involvement. It is unknown whether patient, user or third party was harmed, also, it is unclear whether the failure caused any delay in treatment. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator being prepared for use. The preop check and a test run were carried out. However, we do not know whether the complete service software was also carried out, as there was no further feedback from the service technician. The root cause cannot be determined. As there was no other similar case for the product family (hamilton-c1, t1, mr1) on record, a CAPA will not need to be initiated. Nevertheless, the failures of devices in the market are monitored constantly and if the failure rate was to increase a CAPA will be considered.

Event description:
The following was reported to hamiton medical ag: device not delivering correct t-volume, set at 420, delivering 720-740. No patient harm reported.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: device not delivering correct t-volume, set at 420, delivering 720-740. No patient harm reported.